Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. After the non-boston scientific (bsc) sheath was introduced and a non-bsc guidewire cross the lesion, a 8.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 15 seconds, the balloon ruptured in the middle. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good.